Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided by the patient. The data was reviewed on 07/25/2016. The reported event of loss of connection on (B)(6) 2016 was confirmed. However, a root cause for the reported loss of connection cannot be determined. The complaint device was returned for evaluation. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.